Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.